Event description:
The pt underwent a pump and catheter replacement procedure on (B)(6) 2011. Prior to the device replacement procedure the pt was noted as having good efficacy, however an overdose occurred following the procedure. The pt was admitted to a hospital. It was further reported that a motor stall was confirmed. It was indicated that the motor stall was due to the nursing staff having had applied a magnet to the pt's pump. The magnet was applied when the overdose was occurring, as a stop the pump. It was later reported that the pt was non-responsive and their tone appeared loose. The cause of the overdose was noted as being "unk" to the rptr. The motor stall, due to the magnet being placed on the pump, had recovered. The pump was stalled for a period of less than 2 hours. A decision was made to set the pt's pump to a minimum rate, until the managing physician could be reached on (B)(6) 2011. The pt was planned to be transferred to an intensive care unit. On (B)(6) 2011, the pt was noted as "doing better today", and the pt's dose was increased. The drug was baclofen 2000 mcg/ml at 593 mcg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).